Event description:
The customer reported to philips healthcare that the heartstart mrx did not "pass the test and the alarm signal selection knob." There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.